Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue as logs were not available. The reported inaccuracy was isolated to a single intraoperative spin and was not observed in the preceding or subsequent scans. Following the fourth spin, screw projections were reported as accurate and consistent with the planned trajectories. Follow-up information confirmed that the surgical outcome was as expected, with post-operative imaging demonstrating appropriate screw placement and no evidence of malposition or inaccuracy. No clinical intervention was required. Based on the available information, there is no evidence of a persistent software malfunction or navigation accuracy issue. The transient nature of the observed discrepancy, limited to a single spin, is suspected to be due to potential movement during image acquisition (e.g., patient, reference frame, or environmental movement). H6: b01, c19 and d15 apply to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the surgical outcome was as expected. Post-operative imaging confirmed that the screws were appropriately placed, with no inaccuracies observed. The noted inaccuracy occurred only during a single intraoperative spin and did not persist. No intervention was required.

Manufacturer narrative:
H2-h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The sy stem performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version: 2.1.0, no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the projections of the screws were medial by 3mm on the third spin during a t2-pelvis fusion - the pilot holes were accurate, however the screw projections were not. After the fourth spin, everything seemed to be accurate again. All of the scans were taken in consecutive order before inserting screws, the site was using two reference frames. All of the geometry errors were within spec and instrumentation was mdt. There was no surgical delay. There was no impact on patient outcome.